Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6),implanted: (B)(6) 2020, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-aug-2021, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for spinal pain. Pump drug information was unknown. It was reported, per the neurosurgery physician assistant (pa), the patient had an issue with their catheter causing stenosis. Per the reporter, there was a "cyst" (possible granuloma) at the tip of the catheter causing issues. The plan was to remove the catheter and "clean it out" and then place a new catheter tip. Technical services reviewed basics of catheter placement. The reporter was asking about possible tools they might use. Technical services reviewed cautery guidelines and sent them to the reporter. The reporter was also given the national answer service (nas) phone number in case they needed to get in touch with a manufacturer representative (rep). The reporter had minimal details about the drug and managing doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient had a loss of therapy and a return of pain. On refills, there was a 4ml volume discrepancy. The catheter was not working. The catheter was replaced on (B)(6) 2025. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. Diagnostics/troubleshooting performed were not applicable. At the time of this report, the issue was resolved. The pump was used to deliver dilaudid (hydromorphone) 25mg/ml at a dose of "1.5mg/ml".

Event description:
Additional information was received from the patient who reported that their neurosurgeon saw a tumor at the end of the catheter, which they had surgery for on (B)(6) 2025. The patient stated ¿long story short, it was crystallization from the medication which clogged the entire end of the catheter, which is at t9-t11, as well as the crystallization wrapped around the right nerve on the thoracic to form a granuloma due to an anti-inflammatory response - now, I'm paralyzed from the waist down, hopefully temporarily, but I woke up that way and that's not changed in 7 weeks - the nerve is inflamed and I can't feel from right rib cage down - I was on vacation for 2 weeks when I found out about this - then the monday I came back, I had surgery - I haven't missed any work and I am a director of nursing - my neurosurgeon wants to take it out and I don't want to have it taken out - it has changed my life - the representative was like, ¿oh, that's a toxic dose,¿ but I had a high dose because we later found out I wasn't getting any (medicine) - when they found that out, the neurosurgeons took out the catheter, cleaned it off, and removed the debridement around it - unfortunately, the sad part is it wrapped around my nerves, so they do not want that to happen again - I've had this pump for 6 years and it's been wonderful.¿ the patient mentioned that after the procedure on february 10th, a representative came to the hospital ¿to turn it back on because the neurosurgeon stopped it, so I went through withdrawals.¿ the patient was calling because they would be seeing their doctor on monday, but they didn¿t have a pump refill until june, so they wanted to see if there was a certain dosage/concentration of the dilaudid that the doctor could use that would prevent this from happening again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.